Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was able to be confirmed. Pump was found to be displaying 1875 error code message on power up during investigation. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1870. No patient was involved in this event. No adverse effects were reported.